Manufacturer narrative:
Device evaluation from qa (B)(4): the lens was ejected out from the injector tip and was not returned, therefore visual inspection could not be performed on the lens. The slider and the screw could advance fully. Trace of lubricant was found inside the injector tip. Sn:(B)(4).

Event description:
The lens sn: (B)(4) was implanted first and needed to be cut in half and removed from the eye. The patient was not adversely affected and sutures were not required, but the incision was enlarged to facilitate removal. The surgeon then attempted to implant the second lens (B)(4); and this one also had difficulties. A different model lens was implanted. Additional information has been requested but has not yet been received.

Manufacturer narrative:
Regarding device evaluated by MFR?, hoya device has not yet been returned. (B)(4).

Event description:
The lens sn: (B)(4) was implanted first and needed to be cut in half and removed from the eye. The patient was not adversely affected and sutures were not required, but the incision was enlarged to facilitate removal. The surgeon then attempted to implant the second lens (B)(4); and this one also had difficulties. A different model lens was implanted. Additional information has been requested but has not yet been received.